Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during therapy on the home choice (hc). The home patient (hp) had already cleared the alarms. The technical service representative (tsr) explained the system error 2240 and the possible causes. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding system error 2240 alarm. The hp stated he ended therapy for the night and continued therapy the following night on the cycler. The hp stated he did not contact his peritoneal dialysis nurse (pdrn) regarding the alarm or the missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number was not provided; a baxter employee did not identify the alarm in the event log of a returned device, and user did not verbally provide sufficient information to identify the cause of the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.